Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer observed corrosion on door latches. Based on these concerns, the customer indicated that affected devices should be removed from service; however, they reported being unable to do so due to the volume of devices exhibiting these issues. The devices are currently approximately 10-months post-installation. There was no reported patient involvement.